Event description:
It was reported that the pump's pressure was off and that it was pumping too fast.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that the pump's pressure was off and that it was pumping too fast.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The sticker on the back of the unit indicates calibration is not overdue. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump and was within specification. A tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. Then the pump was allowed to run for several minutes and was able to maintain the correct operating pressure when set at a pressure of 50 mm hg with a large amount of outflow from the joint and tested at different flow rates. However with no joint outflow, overpressure occurred. The pump was opened to see if there were any damaged components; none were seen. The error log was reviewed and indicated that the roller wheels are worn out and need to be replaced. Due to this there were several motor error messages in the log. The inflow motor was replace and pump was recalibrated. The pump was retested and was able to maintain the correct operating pressure. Probable root cause for the reported failure could be the inflow motor error and worn out roller wheels. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.